Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedances measurements. A review by boston scientific technical services noted that normal shock impedance values, although a bit high, were seen after a high voltage induction shock was delivered for the conversion of induced ventricular fibrillation. Ts discussed possible root cause of the high out of range shock measurements and recommended possible troubleshooting for this case. At this time the system remains implanted. No adverse patient effects were reported.